Event description:
A nurse reported that after multifocal intraocular lenses (iol) were bilaterally implanted, the pt had blurred vision and could not adjust to the lenses. Both were exchanged for monofocal iols. Add'l info has been requested. There are two medical device associated with this event. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history records review indicated the product met release criteria. The product met release criteria. The product investigation could not identify a root cause. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire has not been rec'd. There have been no other complaints reported in the lot number. (B)(4).